Event description:
Gone to remove a tampon and could not find the string... It was on the insertion side [device physical property issue]. Case narrative: consumer reported via social media that on removal, the string was on the insertion side of the tampon. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.